Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The bag/vent assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit would not switch to mechanical ventilation when requested. There was no report of patient involvement.